Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer cleaned the speaker holes and cleared the alarm. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The pump was reset and insulin delivery was resumed. As well, as that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was 84 mg/dl.